Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphoplasty for l2 vertebral body fracture due to primary osteoporosis. It was reported that the procedure progressed according to the instructions for use, and the cement reached appropriate viscosity about 11 minutes after mixing and was injected into the patient. As the operating physician was working alone, filling was performed one side at a time. After injecting 3.0 cc on each side, an additional injection was attempted on the right side, but the cement had hardened and only about 0.25 cc could be injected (approximately 17 minutes at that time). Afterward, when attempting to place the anti-reflux cap using the bfd that had completed filling, it became stuck only on the right side within the osteo introducer and could not be inserted. Attempts were made to clear it using the inner tube of the osteo introducer and a drill, but the cement had already hardened. During removal, the cement was broken against the bone, resulting in no cement remaining outside the vertebral body, while a cylindrical portion of cement remained within the pedicle. Attention had been paid to the insertion depth of the bfd outer sleeve during cement filling, and the cement hardened rapidly during the interval between the final injection and confirmation of hardening. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.